Manufacturer narrative:
Qn#(B)(4).

Event description:
It was reported "during salinization of the vjd catheter, the lumen outside the insertion broke, making all the saline solution leak out." Additional information was requested from the customer; however, further details have not been provided at thi time.

Event description:
It was reported "during salinization of the vjd catheter, the lumen outside the insertion broke, making all the saline solution leak out." Additional information was requested from the customer; however, further details have not been provided at thi time.

Manufacturer narrative:
Qn#(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed and no relevant findings were identified. Without the device to evaluate the complaint could not be confirmed and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature. If the sample becomes available at a later date a follow up report will be submitted with investigation results.